Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative inspected the imaging system onsite and replaced the mobile view station (mvs) computer. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect mvs computer was returned to the manufacturer and evaluation was completed. The reported issue was confirmed. The computer did not boot when power was applied. There was an amber light lit on the front panel and no fan or video activity.

Event description:
A medtronic representative reported that while outside of a procedure there was inconsistent power to the imaging system. When the system was plugged in outside of the operating room (or) it would not work. When the system was plugged in inside of the or it does work. There was no patient present when this issue was observed.